Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the device was protruding from pocket, and the pocket was open and exposed to air. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This s-ICD was explanted.